Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The perimeter of the annulus was measured at 67mm. It was noted that there was sufficient calcium to allow seating. The calcium distribution was primarily around the non-coronary cusp (ncc). The device was implanted. The final implant depth was measured with the ncc at 3mm and the left coronary cusp (lcc) at 3mm. Post-deployment the patient had a perivalvular leak (pvl). A post-balloon aortic valvuloplasty (bav) was performed with a 20mm non compliant balloon and the pvl went down to trace. The patient presented with a left bundle branch block (lbbb) post-procedure. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of perivalvular leak and left bundle branch block was reported. A returned device assessment could not be performed as the device remained implanted was not returned for analysis. Information from the field indicated that the valve was implanted at a depth of 3 mm, which was optimal 0-5 mm depth. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The perimeter of the annulus was measured at 67mm. It was noted that there was sufficient calcium to allow seating. The calcium distribution was primarily around the non-coronary cusp (ncc). The device was implanted. The final implant depth was measured with the ncc at 3mm and the left coronary cusp (lcc) at 3mm. Post-deployment the patient had a perivalvular leak (pvl). A post-balloon aortic valvuloplasty (bav) was performed with a 20mm non compliant balloon and the pvl went down to trace. The patient presented with a left bundle branch block (lbbb) post-procedure. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.